Event description:
Reporter indicated that vns pt had passed away due to pneumonia. Further follow-up revealed that the pt was hospitalized and was experiencing tachypnea and tachycardia. The physician reported that the pt's symptoms were not seizure related. An autopsy was reportedly performed. The physician indicated that the vns therapy was not related to the pt's death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy caused or contributed to the reported event.